Manufacturer narrative:
One probe was returned for evaluation for the report of not being able to actuate. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The sample was visually inspected and was deemed nonconforming due to a visual attribute unrelated to the reported issue. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 to 10 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe had a poor actuation issue. The probe met specification for all functional testing. The reason for why the probe could not actuation cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure the probe was unable to be used, the actuation failed. The surgery was completed using an alternate vitrectomy probe. There is no patient harm.